Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a problem with the "spacing of the probes". The following physician confirmed that the left ventricular (lv) lead had dislodged, resulting in increased shortness of breath, chronic fatigue and heart failure symptoms due to suboptimal lv pacing. Low impedance was also reported. The lead was programmed off and was subsequently removed. The physician was unable to gain venous access for replacement due to occlusion by the right ventricular (rv) and right atrial (ra) leads. A determination is to be made whether to pursue a right-sided implant or to extract an existing lead to create a channel in the vein on the left side. No further patient complications have been reported as a result of this event.